Event description:
Additional information was received which noted that atrial noise, oversensing and pacing inhibition were noted. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the patient¿s non-boston scientific right atrial (ra) lead exhibited out of range impedance measurements. The actual measurement could not be seen, but there was a history of intermittent increases in atrial impedances of greater than 3000 ohms. Additionally, there was noise on the atrial channel, which was oversensed and resulted in several atrial tachy response (atr) episodes. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The device remains in service.